Manufacturer narrative:
(B)(4)

Event description:
It was reported that pacing lead impedance was fluctuating. A lead fracture was suspected. The lead was explanted and replaced. The patient's condition is fine.

Manufacturer narrative:
Insulation and conductor damage was found at 36 ¿ 37 cm from the connector pin consistent with clavicle crush damage. Both re cables were fractured and coating of both rv cables were damaged. This is consistent with the observation from the field of fluctuating pacing lead impedance.